Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Upon review of merlin.net transmissions, it was observed the patient's right ventricular lead had a low pacing impedance, was sensing noise and had r-wave amplitude variation. No intervention was reported. Further information was requested, but not available.